Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery (lad). A 10mm x 2.75mm wolverine coronary cutting balloon monorail was used to dilate the target lesion and on the second inflation at 12 atmospheres for 15 seconds, the balloon ruptured. The procedure was completed with another of the same device without a problem. No patient complications were reported in relation to this event.